Event description:
The event is reported as: "alleged issue: assisting surgeon applied last clip onto vessel and the applier would not release clip. Surgeon operating the robot cut the vessel and assisting surgeon was able to shake the applier off without causing harm to the patient." No patient injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.